Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid terminus occlusion using a penumbra system jet7 kit (kit). During the procedure, the physician was unable to track the penumbra system jet 7 reperfusion catheter (jet7) over a penumbra system 3max reperfusion catheter (3maxc) while advancing it in the patient¿s distal internal carotid artery (ica) because of the tortuosity. Therefore, the jet7 was removed and the procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68) with the same 3maxc. There was no report of an adverse effect to the patient.